Event description:
Reporter indicated high lead impedance readings were noted at an office visit. The patient had not been able to feel vns stimulation two weeks prior to the visit. No patient trauma or device manipulation was admitted. The reporter was advised to disable the vns but elected to continue vns therapy with the patient. Vns revision surgery appears likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.